Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm was received. Blood glucose was 162 mg/dl. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. In addition, a different issue was identified.